Event description:
During a gastric bypass procedure, the device functioned as intended. A leak test was performed and no leaks were found. Post-operatively (48-72 hrs) the pt developed a small bowel obstruction, which led to distention of the distal gastric pouch-angulation of common channel. This was believed to have resulted in a leakage. Subsequently, a re-operation was performed to re-sture the leakage site. Consequently, the pt expired. The cause of death was believed to be due to sepsis. However, it is unknown if an autopsy was performed. The surgeon does link the pt's death to the device.